Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 164430 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 800cc, catalog number 3548007, lot number 165768. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 800cc and experienced bilateral rupture on the left and right breast implants. As a result, the patient will undergo explantation on (B)(6) 2018. This medwatch report is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation was actually (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/29/19, device evaluation and investigation findings: upon receipt the device contained cloudy gel. Yellow material was observed within the device and gel was observed on the shell surface. During initial examination a rupture within a parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device.the rupture was observed on the anterior and extending to posterior aspect, measuring approximately 8.2 cm. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within shell wear and siltex cracking were found in the device. The parallel lines of shell wear suggesting in-vivo folding or creasing of the device. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. The manufacturing record evaluation (mre) of lot number 164430 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the devices were manufactured in accordance with documented specification and procedures. At this point is not possible to determine the origin of the yellow material found in the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/18/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).